Event description:
It was reported that during remote follow-up, the programmer displayed longevity that was higher than normal. No further intervention was performed at this time, the patient will be monitored.